Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed the catheter tip was bent and fractured.

Event description:
This report is to advise of a fracture found during investigation.